Manufacturer narrative:
(B)(4) date sent to the FDA: 7/8/2020 additional information: h4, h6 a manufacturing record evaluation was performed for the finished device pa2859, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date no response product has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an c-section on (B)(6) 2020 and suture was used. The suture broke at the time of sewing for the first stitch in the lower uterine segment. Changed to another suture to complete the surgery. No additional information could be provided. No reported patient consequences.